Manufacturer narrative:
The medical center in japan discarded all impella pump and introducer sheath product. No benchtop analysis to root cause is possible. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp support for 5 days when the pump was explanted. The team later noted that the explant site had a flow disorder attributed to either thrombus or embolus. The next day thrombectomy was performed to the limb and blood flow improved.